Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia) in an adult female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, overweight, bleeding genital, nausea and vomiting. Previously administered products included for an unreported indication: mirena iud from 2008 to 2010, birth control pill from 2006 to 2007, folic acid and ampicillin. Concomitant products included adapalene since 2016, clobetasol since 2012 and spironolactone since 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems: tooth fracture/ teeth breaking/ teeth cracking and breaking"), dysmenorrhoea ("dysmenorrhea (cramping), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid"). On an unknown date, the patient experienced genital hemorrhage ("heavy bleeding"), pelvic pain ("pain"), abdominal pain lower ("cramping"), acne ("acne"), blister ("blistering on finger"), skin fissures ("cracking on finger"), scar ("scarring on finger") and erythema ("redness on finger"). The patient was treated with surgery (ablation/ laparoscopic total hysterectomy, bilateral salpingectomy, uterosacral colpopexy). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding, autoimmune thyroid disorder, genital haemorrhage, vaginal hemorrhage, eczema, migraine, headache, tooth fracture, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal pain lower, back pain, acne, blister, skin fissures, scar and erythema outcome was unknown. The reporter considered abdominal pain lower, acne, autoimmune thyroid disorder, back pain, blister, dysmenorrhoea, eczema, erythema, fatigue, genital hemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, scar, skin fissures, tooth fracture, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012 , (B)(6) 2011 (as per current pfs). As per pfs: insertion date: 2011, does not recall exact month/day, but believes it was late 2011/early 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2020: surgical pathology: specimen: uterus with tubes, uterus, cervix, bilateral fallopian tubes. Clinical information: foreign body of uterus, confirm integrity of essure device. Final diagnosis: a. Uterus, cervix, bilateral fallopian tubes, total hysterectomy with bilateral salpingectomy: cervix: no significant histopathologic change. Endometrium: changes consistent with previous ablation. Myometrium: leiomyoma, adenomyosis. Serosa: no significant histopathologic change. Bilateral fallopian tubes: essure coils present; benign paratubal cysts. Gross description: a. Received in formalin labeled with the patient's name and "uterus, cervix, bilateral fallopian tubes" is a an intact 157 g hysterectomy specimen with attached bilateral fallopian tubes. The 144 g uterus and cervix is 9.9 x 5.5 x 5.4 cm (cervix to fundus x cornu to cornu x anterior to posterior). The cervix is 3.5 cm in diameter and the ectocervical mucosa is tan-gray and glistening. The serosa is tan-brown and smooth. The endometrial cavity is stenotic, measuring 1.4 cm from cornu to cornu, 4.3 cm from cervix to fundus, 0.1 cm in thickness, and appears greater than 90% surfaced by tan-gray areas of striation consistent with previous ablation procedure. The myometrium is pink-tan, striated, and measures up to 2.5 cm in thickness, with scattered whorled areas consistent with possible adenomyosis, and 1 gray-tan, whorled, well-circumscribed, intramural nodule measuring 0.4 cm. Extending into the myometrium both the left and right cornual regions, are metallic coils consistent with essure coils. The right purple-brown, fimbriated fallopian tube measures 7 cm in length x 0.6-1 cm in diameter. The fimbria is bisected with half submitted for evaluation. The proximal tube is remarkable for additional metallic coil consistent with essure coil, which appears encased within the tube. The left purple-brown, fimbriated fallopian tube measures 7.8 cm in length x 0.5-0.9 cm in diameter, with 2 intact paratubal cyst measuring 1.4 and 1.7 cm in greatest dimension, located adjacent to the fimbria. The fimbria are bisected with half submitted for evaluation. The proximal tube is remarkable for additional metallic coil consistent with essure coil, which appears encased within the tube. Cassette summary: 1. Anterior cervix. 2. Posterior cervix. 3. Anterior endomyometrium. 4. Posterior endomyometrium. 5. Additional endometrium with anterior and posterior. 6. Possible adenomyosis. 7. Right fallopian tube. 8. Left fallopian tube; on (B)(6) 2020: pre and post-operative diagnoses. 1. Pelvic pain. 2. Abnormal uterine bleeding. 3. Foreign body within the uterus. Procedures performed: 1. Laparoscopic total hysterectomy, bilateral salpingectomy, sparing ovaries with removal of tubes and uterus "en bloc" less than 250 g. 2. Uterosacral colpopexy. Ebl: 20 ml. Complications: none. Findings: hyper vascular uterus with evidence of inflammation. The adnexa, fallopian tubes with dilated vessels. Normal-appearing ovaries. Normal-appearing liver. Normal gallbladder and normal appendix. Appropriate pyridium-stained ureteral jets post colpopexy and normal bladder lumen. Brief history: the patient is a 41-year-old multiparous patient with the essure coil placement, who developed abnormal uterine bleeding, pelvic pain, and correlates the onset of those symptoms to the placement of her devices. After discussion with the patient regarding options, she elected to proceed with surgery as described sparing ovaries, they appeared normal with intraoperative evaluation for apical vault support and suspension if necessary. Technique: so, the patient was placed in steep trendelenburg position, which allowed visualization of the appendix, uterus, tubes, ovaries, and posterior cul-de-sac. There were no other signs of gross evidence of pathology. There was, however, extreme venous dilation and inflammation of the uterus, fallopian tubes, and parametrial tissue. Fallopian tubes were delicately elevated, separated from the ovary at the infundibulum and this dissection was continued to the uterine cornua, where the utero-ovarian pedicles were next doubly cauterized, transected, and separated using olympus thunderbeat device. The remainder of the lateral margin of the uterus was freed to the level of the uterine artery and bladder peritoneum was dissected off the lower uterine segment and the apical vaginal vault was cleared for 2 cm of the overlying bladder tissue. Uterus was drawn out transvaginally to maintain pneumoperitoneum while the cuff was closed and digital palpation of the intact essure coils was confirmed and both fallopian tubes with the specimen. Specimen was sent to pathology for evaluation and to confirm integrity of essure coils. The patient was brought to recovery in excellent condition. There were no complications to this case. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2021: removal information added to the case; lab data added; reporter added; imdrf-FDA synchronization. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid') in an adult female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, overweight, bleeding genital, nausea and vomiting. Previously administered products included for an unreported indication: mirena iud from 2008 to 2010, birth control pill from 2006 to 2007, folic acid and ampicillin. Concomitant products included adapalene since 2016, clobetasol since 2012 and spironolactone since 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems: tooth fracture/ teeth breaking"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping") and acne ("acne"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, autoimmune thyroid disorder, eczema, migraine, headache, tooth fracture, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal pain lower, back pain and acne outcome was unknown. The reporter considered abdominal pain lower, acne, autoimmune thyroid disorder, back pain, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012 . As per pfs: insertion date: 2011, does not recall exact month/day, but believes it was late 2011/early 2012 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: pfs received. Event: acne were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid') in an adult female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, overweight, bleeding genital, nausea and vomiting. Previously administered products included for an unreported indication: mirena iud from 2008 to 2010, birth control pill from 2006 to 2007, folic acid and ampicillin. Concomitant products included adapalene since 2016, clobetasol since 2012 and spironolactone since 2017. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems: tooth fracture/ teeth breaking/ teeth cracking and breaking"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping"), acne ("acne"), blister ("blistering on finger"), skin fissures ("cracking on finger"), scar ("scarring on finger") and erythema ("redness on finger"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, autoimmune thyroid disorder, vaginal haemorrhage, eczema, migraine, headache, tooth fracture, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal pain lower, back pain, acne, blister, skin fissures, scar and erythema outcome was unknown. The reporter considered abdominal pain lower, acne, autoimmune thyroid disorder, back pain, blister, dysmenorrhoea, eczema, erythema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, scar, skin fissures, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous fu: insertion date of essure: (B)(6) 2012 , (B)(6) 2011 (as per current pfs). As per pfs: insertion date: 2011, does not recall exact month/day, but believes it was late 2011/early 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New events ¿blistering on finger¿, ¿cracking on finger¿, ¿scarring on finger¿ and ¿redness on finger¿ added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('heavy bleeding') and autoimmune thyroid disorder ('autoimmune disorder type of disorder: thyroid') in an adult female patient who had essure (batch no. 886674) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, overweight, bleeding genital, nausea and vomiting. Previously administered products included for an unreported indication: mirena iud from 2008 to 2010, birth control pill from 2006 to 2007, folic acid and ampicillin. Concomitant products included adapalene since 2016, clobetasol since 2012 and spironolactone since 2017. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), eczema ("rashes or skin conditions type: eczema"), migraine ("migraines"), headache ("headaches"), tooth fracture ("dental problems: tooth fracture/ teeth breaking"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and back pain ("lower back pain") and was found to have weight increased ("weight gain"). In 2017, the patient experienced autoimmune thyroid disorder (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, autoimmune thyroid disorder, eczema, migraine, headache, tooth fracture, dysmenorrhoea, pelvic pain, fatigue, weight increased, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, autoimmune thyroid disorder, back pain, dysmenorrhoea, eczema, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, tooth fracture, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - in 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: reporter and patient demographics, medical history, historical drugs, concomitant drugs and laboratory data were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia), autoimmune disorder type of disorder: thyroid, rashes or skin conditions type: eczema , migraines / headaches, dental problems: tooth fracture/teeth breaking, dysmenorrhea (cramping), pain, fatigue, weight gain, cramping, heavy bleeding, lower back pain. Event injury was deleted and case becomes valid. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.